Manufacturer narrative:
The field service engineer replaced and adjusted the ise arm. No further issues occurred after this. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The reporter stated that out of a run of approximately 200 patient samples, approximately 3 have questionable na values. A specific example was provided for one patient sample with discrepant na values. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 180, which repeated as 130. No units of measure were provided. The na electrode lot number and expiration date were requested, but not provided.